Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed and without the device to analyze, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. B5: event description.

Event description:
This was filed to report the gripper actuation issue.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr). The clip was advanced to mitral valve. During grasping attempts, it was observed that the posterior gripper arm on the posterior aspect of the mitral valve stopped lowering. Troubleshooting steps were performed, tried simultaneous and independent cycling, cycled the lock line, closed, and opened the clip, kept the lock line locked and finally the posterior gripper came down. The clip was implanted, and mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.